Event description:
The trailing haptic of the lens broke off right after being implanted. Lens had to be cut and explanted.

Manufacturer narrative:
This supplement is also updating the agency on new information regarding the product investigation conducted as a result of this adverse event. The product investigation completed by (B)(6), hoya quality assurance department, on june 16, 2015, found that: the optic was cut; one of two haptics was detached; the remaining attached haptic was tested for loop pull strength and it was confirmed that the measured value met the specification requirement of the international standard (iso). Review of the production records showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The exact cause in this case could not be ascertained.